Manufacturer narrative:
B3: event date: this occurred sometime between 12/31/2025 - 01/03/2026. E1: initial reporter address:(B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors underinfused during infusion. The expected therapy time was 24 hours. The device contained piperacillin/tazobactamin sodium chloride 0.9%. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g1: contact office - contact name: (update). Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between may 27-28, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.